Event description:
The lay user/patient contacted lfs in 2009 alleging inaccurate high readings on her one touch ultra 2 meter. The patient contacted lfs while at the doctor's office. Approximately 15 days ago (around sixteen days prior), prior to lunch, the patient tested her blood glucose and obtained a 143 mg/dl. The patient was unable/unwilling to verify whether she exhibited symptoms prior to testing or after testing. She claimed she was shivering and a "bit strange"; however, did not feel weak. She then at some sugar and immediately felt better. Patient mentioned that earlier that day she had been doing her usual activities (cleaning house, gardening, some shipping). On original date, the patient went to visit her physician for a routine check up and was told that her ultra 2 meter is always higher than the hospital's meter. Patient mentioned that they tested on her meter and on the hospital meter using the same fingerstick (incorrect technique). While on the phone, the patient with the customer care advocate (cca) the patient did a blood test using her meter and obtained a 232 mg/dl and then tested on the hospital device using a different fingerstick and obtained a 185 mg/dl. A quality control test was done over the phone and the result was 124 and 117 with a range of 103-138. The complaint is being reported since the patient alleged that her blood glucose reading of 143 mg/dl did not correlate with her symptom. The patient reportedly felt better after treating herself with sugar based on her symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.